Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿erysipelothrix rhusiopathiae prosthetic joint infection in an immunocompromised patient¿ written by john mahon, mrcsi, mch, mbbch, bao, eimear phoenix, mbbch, bao, sonia sundanum, msc, mrcpi, mbbch, bao, killian o¿rourke, md, mmedsc, frcp, frcpi, ffsem, cathal e o¿sullivan, md, mrcpi, and khalid merghani, md, mch, frcs published in the journal of bone and joint surgery in 2021 was reviewed. The aim of this article is to present a case report. 65-year-old man who presented with a prosthetic joint infection after his thr 23 years prior. The implants involved were a cemented charnley stem (unknown cement) and cement cup (unknown mfg). Patient reported pain, swelling, periodic self-limiting episodes of erythema affecting his hands and fingers consistent with localized cutaneous e. Rhusiopathiae infection. Patient was first treated with IV antiobiotics and underwent an I&d. He then underwent a revision surgery 5 months after presentation. Competitor products were placed at revision.